Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular exhibited loss of capture. The lead was capped and replaced. No additional information was available, no reports of patient symptoms.